Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that had received morphine, bupivacaine, and sufentanil via an implanted pump; it was unclear which drugs were being delivering at the time of the event. The indication for pump use was non-malignant pain and failed back surgery syndrome. It was reported that the patient never had good pain control from the pump therapy since it was first implanted in 1997. Additional information was received from a consumer and it was reported that there was a problem with the catheter, but they hadn't done anything to address it. They were supposed to replace it in (B)(6) 2015 when they replaced the pump but didn't. The hcp (healthcare professional) had a problem trying to access it and was getting very little when he did. The hcp said the "line was twisted", so the hcp tried to "straighten it out and he doesn't know where the medication is going it could be leaking". The patient was losing pain control and had withdrawal symptoms. The patient was looking for a new doctor as she was not satisfied with her current doctor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.